Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. The surgery was completed, however the patient developed epithelium lesions that required steroid treatment for 1 week to resolve. Post-operative best corrected visual acuity is 20/30.

Manufacturer narrative:
Additional narrative: field service further investigated the issue and found that the doctor was using a 90 micron default setting to cut flap thickness. The risk of using such a thin flap is vertical gas breakthrough which was explained to the doctor, who later changed the default setting to 100 microns. An additional field engineer was dispatched, checked the machine, verified there was no technical issues with the system, and indicated that the system is working well. Placeholder.